Manufacturer narrative:
The sample was received for investigation in the laboratory of maquet. The fit of the blue cap was tested but there was no abnormality found. The cap fits tight. Also during the tightness test no leakage was found. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time.

Event description:
It was reported that during treatment the blue caps from the quick prime let loose. A bag of packed cells was connected and the blue caps came off and caused a blood leakage. (B)(4).